Event description:
The pt called lfs alleging that their surestep original meter would not power on. The pt neither alleged harm nor experienced injury or medical intervention. They had called a physician for advice; however, no other treatment was sought. The customer service rep confirmed that batteries were correctly installed, battery contacts were in good condition, and the battery was recently replaced. Based on the info supplied by the pt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Pt's meter and test strips were replaced.